Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 142 mg/dl. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was assisted with the motor error when the holster broke during trouble shooting. The customer was sent belt clip. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.